Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened while on tissue. The surgeon removed the jaws from tissue utilizing another type of instrument. There was no pt injury. The site contact was not able to provide additional details regarding the incident.